Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was diode, designator cr30, on the therapy pcb assembly. This results in the service code being logged into device's memory and prevents the device from delivering defibrillation therapy. The removed part was archived by physio control.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led, logged an event code and would not delivery defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
After the replacing the therapy pcb assembly and an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led, logged an event code and would not delivery defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led, logged an event code and would not delivery defibrillation energy. There was no patient use associated with the reported event.